Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), adhesion ("adhesions") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, adhesion, cyst and uterine leiomyoma outcome was unknown. The reporter considered adhesion, cyst, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient needs additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C51078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, endometrial thickening and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), adhesion ("adhestions") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy hysterectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, adhesion, cyst and uterine leiomyoma outcome was unknown. The reporter considered adhesion, cyst, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient needs additional surgery. Most recent follow-up information incorporated above includes: on 29-jan-2021: medical record received lot number was added. Reporter information , patient aka name and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. C51078) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, endometrial thickening and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), adhesion ("adhestions") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy hysterectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, adhesion, cyst and uterine leiomyoma outcome was unknown. The reporter considered adhesion, cyst, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient needs additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), adhesion ("adhesions") and cyst ("cyst") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (bilateral salpingectomy hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, adhesion, cyst and uterine leiomyoma outcome was unknown. The reporter considered adhesion, cyst, dysmenorrhoea, menorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: patient needs additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: previously reported event "injury nos" updated to "pelvic pain female", events- "dysmenorrhea, menorrhagia, adhesion, cyst, fibroids" ,patient's demographics and patient dob added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.